Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient has reported slight limp in left leg that started post procedure and has failed to completely improve by 6 month visit. The patient reports that she has not needed to seek medical advice for this and has not needed medication for pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following the implant procedure the patient developed a left femoral hematoma at the introducer insertion site. The patient's left thigh was swollen, bruised, and it was painful to walk. The patient was admitted to the hospital for observation, monitoring, and medication. Ultrasound indicated no false aneurysm and normal blood flow with pulses present. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient reports ongoing shooting nerve type pain that radiates from the procedure entry site in the left groin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.